Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that 200cc of water could not be drained from the balloon. In addition, once it was removed, the balloon was found to be leaking. However, the procedure was completed successfully, and there were no injuries or additional procedures reported.